Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential complications associated with the proper implantation of the pelvilace tm to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).

Event description:
The patient's attorney has alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced recurrent urinary tract infections which resolved, recurrent cystocele after three years, nocturia, mild mixed incontinence, stress incontinence, hematuria and required additional surgical and non surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced gas pains and bloating, vaginal odor, vaginal discharge possibly related to dissolving suture, bleeding, cramping, groin pain, burning and strong odor when voiding, suprapubic pain, overactive bladder, two centimeter defect on top of vaginal cuff just inferior to the center of the vagina, two plus enterocele, vaginal wall prolapse, dysuria, grade one cystocele, fecal incontinence, presumptive bladder and rectal prolapse, perineal bulge, rectal discomfort, urgency, mild atrophy, grade one rectocele, mild urethral hypermobility, pelvic discomfort, frequency, cystoscopy, placement of bilateral stents, robotic sacrocolpopexy, tension-free mid urethral sling, rectocele repair, vaginal pack, and insertion of a foley catheter (06/15/2012) and administration of multiple antibiotics, estrogen cream (estrace) and cranberry tablets.